Manufacturer narrative:
One used site was returned for evaluation. Visual inspection found the soft cannula separated and missing from the site at a location of approximately 1mm from the site base. Upon closer examination using 5x to 40x magnification, no visual abnormalities were found (other than the missing cannula piece). The wall thickness of the cannula and the site crown appeared as intended. A review of the device history records revealed no non-conformities during manufacturing. No evidence was found to suggest the reported event was caused by an intrinsic defect in the product.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Home care user reported that during removal of the infusion site, the cannula detached from the infusion set. The home care user was unsure if the cannula fell onto the floor or remained under their skin. The home care user reported that their blood glucose levels rose due to the interruption in insulin therapy. The home care user reported that they replaced the infusion set and delivered a correction bolus to resolve their high blood glucose. No further adverse effects to user reported.